Event description:
It was reported that the ventilator failed pre-use check and generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the control printed circuit board and nozzle units on air and o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for further analysis. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. There is no indication that the replaced nozzle unit has passed its predetermined life. Pc1771/pc1991 contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Defective pc1771/pc1991 may lead to stop of ventilation. Our conclusion is that the replaced parts were the cause of the failure (the nozzle unit is the cause of the issue due to a broken feather spring on the nozzle unit).